Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed using a 2.25 x 23 mm xience xpedition stent delivery system (sds). Resistance was met with the lesion during advancement and removal of the sds. It was observed that the stent became deformed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was unable to be confirmed. The reported failure to advance and difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported failure to advance and difficult to remove appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.